Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot#: (B)(4). Event date month and year valid only ((B)(6) 2018). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the desktop charger connector pin was bent and the recharger was not charging from the a/c power source. The patient has had a return of pain, due to being unable to charge/use the ins. No further complications were reported or anticipated.